Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a staphylococcus infection at the implant site with purulent discharge. Antibiotics were given and explantation of the neurostimulator, extension, and electrode was done. The patient was hospitalized from (B)(6) 24 2015, and the event was resolved. The investigator assessed the event as serious. The safety assessment indicated it was probably related to the device and/or procedure. Relevant medical history includes idiopathic functional urinary incontinence since 1995. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the sponsor assessed the event as device related (stimulator and lead).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was reimplanted on (B)(6) 2016.